Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller clock not set alarms was confirmed via analysis of the submitted log file. A system controller event log file and periodic log file were submitted for review data from the timestamps of (B)(6) 2000 ¿ (B)(6) 2000, and the event date of (B)(6) 2024 were reviewed. The log files captured a controller clock not set alarm from the timestamp of (B)(6) at 22:59:54 to the timestamp of (B)(6) 2000 at 08:007:36. Due to the system controller clock being reset to the default timestamp of (B)(6) 2000. The alarm resolved on (B)(6) 2024 at 01:34:00 once the controller clock was synched to the correct date. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 13may2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect, low voltage advisory/hazard, no external power, pump off, controller clock not set, and backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ explains how to replace the system controller backup battery. Additionally, section 5 ¿ ¿surgical procedures¿ explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: backup battery fault alarm associated with the backup battery being passed its expiration date. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient stated they had about 15 low flow alarms at home over 2 days. Interrogation did not show any low flow alarms or power cable disconnect alarms. There were some alarms with the date 15mar2000 that said clock not set. The system controller was synced with the correct data and time. The patient also had been experiencing some bloody bowel movements for a few days, shortness of breath, and general weakness. The patient denied any vomiting or nausea. The log files were reviewed and contained persistent system controller clock corrupt alarms. These alarms typically were due to loss of all power events. After an unknown amount of time external power would have been restored and the pump resumed normal operation with system controller clock corrupt faults active. The exact date of this was unable to be determined. The log files confirmed the clock got synced to the correction date and time. Additionally the log files contained low flow estimates as well as sustained low flow hazard events when calculated pulsatility index (pi) was elevated. These appeared to not be the result of any device issues. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the data visible in the log file the device was operating as intended electronically and mechanically. The cause of the low flow alarms was determined to be hypovolemia. The low flow alarms resolved when the patient was provided fluids. The patient was dizzy at the time of the low flow alarms. The cause of the clock not set alarm was not determined but the clock was synced. A computed tomography (CT), abdominal ultrasound (abd) and protein electrophoresis (pel) was done. There was evidence of a massively enlarged/inflamed gallbladder. The source of the bleeding was cholecystitis. The bleeding was resolved with a cholecystectomy and cholangiogram. The bleeding was treated with fluids and it resolved.